Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) backlight of the user control panel not illuminating was confirmed during functional testing of the platform upon initial power up. The root cause was attributed to a damaged processor board. Upon visual inspection of the platform, damaged front and bottom enclosure and battery clip were damaged. These physical damages found during visual inspection are characteristics of mishandling of the device. These observations are not related to the reported event. Upon customer approval, the front and back enclosure, battery clip and processor board will be replaced and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During testing, the autopulse platform (sn (B)(4))'s backlight was not illuminating, the text is still visible on the user control panel; however it was difficult to read. No patient involvement was reported.